Manufacturer narrative:
Findings: no unexpected battery out limit alarms noted. Unit received with no button response on all keypad buttons due to j2 connector on lcd board half-locked during visual inspection. Unable to perform displacement test, operating currents meas. And off no power test due to unresponsive keypad. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit and had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device is dropped and no longer disappears warning battery out limi. The customer stated that the keys are locked.